Manufacturer narrative:
Additional information: the device was returned to the manufacturer for evaluation. It was visually confirmed the implant is broken. Optical examination identified witness marks and plastic deformation identified at the base of the implant, consistent with significant impact during implantation. Microscopic examination provides evidence of fracture initiation at the base of one of the four main pillars. Fracture surface examination identified a brittle fracture, with rays emanating from likely fracture initiation points suggesting the direction and location of fracture is consistent with overload. The above observations are consistent with brittle overload.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that during an anterior cervical fusion procedure at 1 implanted level that the device cracked; it was removed from the patient. A new device was used. No patient injury was reported.